Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter alleged that the pump¿s clock was gaining or losing greater than 5 minutes per month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/13/2015 with the following findings: a review of the pump¿s black box data revealed a manual time change. A timekeeping accuracy test was performed, and the pump maintained time accurately during a 5 day duration test. The pump was left without power for 1 hour, and the pump powered back on to the default time and date. The time test could not be completed due to an internal battery failure. Unrelated to the initial complaint, the battery compartment was cracked.